Manufacturer narrative:
While the original report to csi indicated that only the oad was fractured, visual analysis revealed the viperwire was also fractured. Scanning electron microscopy analysis revealed that the guidewire was split along the tip. Narrowing of the outer diameter proximal to the fracture was also observed. The root cause of the fractured guide wire remains unknown. However, it is hypothesized that operating the oad in a stent may have contributed to the viperwire fracture. Spinning in-stent is contraindicated by the diamondback 360® coronary orbital atherectomy system instructions for use. Operating the oad inside a stent is considered user error. This hypothesis was not confirmed via analysis but is based on the information provided to csi upon the original report. Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2019-00163. (Related csi ID: (B)(4)). (B)(4).

Event description:
The viperwire guide wire was returned along with an orbital atherectomy device (oad) which was involved in an event during which the oad was operated inside a stent. [MDR 3004742232-2019-00163]. The returned guide wire was found to be fractured off. The physician was unaware that the viperwire had fractured and there is no additional information available.